Event description:
The customer obtained a lower than expected, non-reproducible vitros ipth result (biorad3 = 172.0 pg/ml versus expected= 600.0 pg/ml) from a quality control fluid processed on the vitros eci immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No vitros ipth patient samples had been run during the timeframe of the event. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a lower than expected, non-reproducible vitros ipth result was predicted from a quality control fluid, when processed on the vitros eci immunodiagnostic system. There was no indication that a vitros ipth reagent related issue contributed to the event. An ocd field engineer performed service actions on several analyzer sub-systems. Performance testing following service verified that the equipment was returned to expected operation. The investigation could not determine a definitive root cause. It is unknown if the service actions performed were related to the event, therefore an instrument related issue cannot be ruled out as a contributing factor. Additionally, the control fluid in use at the time of the event cannot be ruled out as a potential contributing factor.